Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10 and e1 - initial reporter city and initial reporter phone number. B5: upon follow-up, it was reported that the cause of the event was unknown. On an unknown date, the patient was hospitalized. Vancomycin and fortum were given through intraperitoneal and discontinued on an unreported date. At the time of this report, the patient had recovered from peritonitis and was discharged from the hospital on an unreported date. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with vancomycin injection (1gm, once in 4 days), and fortum injection (1g, once a day) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.